Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their dxc700au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au-10e chemistry analyzer and after troubleshooting identified the failure mode as a malfunctioning degasser. The fse replaced the degasser to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).